Manufacturer narrative:
The customer plans to send the unit in for repair, but it has not yet been received by nihon kohden. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) software shut down and would not boot back up.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) software shut down and would not boot back up.

Manufacturer narrative:
Details of complaint: on 10/30/2018 customer stated that cns device cannot boot into windows. It was stuck at the "operation system setup please wait a minute" screen. Service requested: repair/loaner. Service performed: repair/loaner. Investigation result: nka repair center evaluated the device. The reported issue was duplicated. The device could not find windows operating system. Both hard drives were replaced to resolve the issue. Device was put into service on 6/12/2013. Warranty expired on 6/12/2015. Service history for this device shows the following: 300028612 - reported on 10/4/2015. Not related to hard drive. 300035505 - reported on 1/22/2016. Not related to hard drive. But related to regular maintenance (twice a year) to check for fan performance. Please see operator's manual revision a, section 16.11. 300079381 - reported on 03/20/2017. Not related to hard drive. 300149047 - reported on 10/30/2018. Current notification. 300157913 - reported on 1/30/2019. Not related to hard drive. 300163999 - reported on 3/18/2019. Not related to hard drive. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Maintenance information on this device is not available. Service history shows a previous incident relating to a maintenance item - system fan. User was advised to clean the fan. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not being addressed by user. Hard drive age was five years and 4 months at the time of failure. The root cause of the issue could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device.